Event description:
Revision of total knee arthroplasty due to pain.

Manufacturer narrative:
Engineering eval of the returned patella noted that the peg had been cut off and there were marks on the backside consistent with a saw blade being used to remove the device. The articular surface of the device had off center deformation with an edge forming near the deformation.